Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician. No changes or intervention were performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
New information received indicates that there were no patient consequences.